Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and saw no error codes displayed, the unit would not purge or autofill during autofill calibration, but ran normally on a trainer with balloon. The fse rebuilt the compressor but the unit was still giving a weak vacuum. The fse ordered a new compressor and returned at a later date to replace the compressor and hoses which resolved the issue. Unit passed all testing and was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.